Manufacturer narrative:
Investigation into complaint tickets (B)(4) and (B)(4) was performed together and included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lots 512025 and 510732 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lots 512025 and 510732 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lots 512025 and 510732 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lots 512025 and 510732. The complaint history review identified three additional complaints related to the reported complaints for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732. 2 tickets were investigated and no product deficiency was identified. One ticket is currently elevated and pending an investigation. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512025 did not identify any additional tickets related to the reported complaint. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lots 512025 and 510732 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported two (2) false positive results on the alinity m sars cov-2 assay. Two samples were retested since the lab retests all late positive samples. The suspect positive results were released outside of the lab. The physicians have questioned the results since they were expecting them to be negative and one of the patients had already received a vaccine. Customer was advised to test some areas of the instrument with a swab and to run a water test. The two samples have been retested and generated negative results which were then sent to the patients. There was no report of any impact to patient management. One suspect result was generated on each of two different alinity m instruments in the customer's lab. Ticket (B)(4) has been opened to document this same occurrence on the other alinity m system and was reported via MDR 3005248192-2021-00083. This incident is being reported to FDA because the incident occurred in norway using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.